Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a2. Hardware: pixel 6. Cgm sensor type: g7.

Event description:
The patient reported that her blood glucose level had risen to 366 mg/dl. The patient was able to see the pink square on the pod but not the cannula and stated that the pod was leaking. The patient confirmed that the pod adhesive was secure. The pod had been worn on her arm between 24 and 36 hours. To treat the issue, the patient utilized insulin pens.